Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's t12 lead had fractured, and the patient needed an MRI. Surgical intervention took place where the lead was explanted to address the issue. The physician attempted to replace the lead but was unable to place the lead and the patient had a wet tap. Surgical intervention may take place at a future date to address the issue. Effective stimulation was restored.